Manufacturer narrative:
Device failed performance testing. Device returned to manufacturer for further investigation. Results pending. Associated accessory device: monitor. Model # com001. (B)(4).

Event description:
The pt said she was shocked from the sensor strong enough to make her eyes water and to feel her body tingle. Device was replaced.